Manufacturer narrative:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that four tibial tray impactor tips had broken. Review of inspection records for the affected lots indicates that the impactor tips were manufactured to specification.

Event description:
Periodic review of items removed from itotal reusable instrument trays during re-processing was completed. The review showed that four tibial tray impactor tips had broken.